Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the carbohydrate ratio was incorrect due to customer inadvertently entering 1.5 grams instead of 0.5 grams. Customer corrected the setting to resolve the issue. Customer's blood glucose was 108 mg/dl.